Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, diopter -12.5 into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer lens due to low vault. The problem was resolved, "patient and doctor happy." The cause of the event is reported as "w-w: sulcus extrapolation error."

Manufacturer narrative:
The lens was returned in liquid, in a micro-centrifuge vial. Visual inspection found no visible damage to the lens. Claim# (B)(4).